Manufacturer narrative:
Corrected fields: e2/e3/g2 (contact was a health professional), h6 (problem code). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector, which led to a short circuit in the micro connector/circuit board, and resulted in the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected by handling the device in accordance with the following instructions for use (IFU): operation manual "chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the electrical part of the evis exera iii colonovideoscope would not connect at the beginning of the procedure and there were reprocessing issues. The customer noted an error message stating "contact olympus" was displayed. The issues occurred during a procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was unable to be confirmed. The scope image was checked with a video system and the image was good. The scope was run for an hour when checking the bending section, insertion tube, light guide tube, and control knobs. No problems were found. The scope connector was opened and the moisture indicators were activated. No leak was identified. A boroscope was inserted into the biopsy channel and kinks were found. Also, evaluation found the bending section cover adhesive was cracked, the distal end plastic cover was dented, and a customer label was found on the scope connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.